Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room in a presyncopal state. A loss of capture and low impedance was observed on the left ventricular lead. Device reprogramming was performed and capture was obtained. The lead was capped and replaced on (B)(6) 2016. The patient was noted to be in good condition following the procedure.